Event description:
The customer reported that the left monitor was darker than the right monitor. No patient was injuried.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.